Event description:
On (B)(6) 2025 a patient underwent the port placement procedure using a low artifact power port. It was reported that the prior to the procedure, the 0.018-inch guidewire was frayed. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one straight tip guidewire in a guidewire hoop was returned for evaluation. Visual and dimensional evaluations were performed on the returned device. The distal portion of the straight-tip guidewire was noted to be slightly bent which is considered to be incidental. No other anomalies were noted throughout the guidewire returned. Therefore the investigation is unconfirmed for the reported guidewire fracture issue as no anomalies were noted during the sample evaluation. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the port placement procedure using a low artifact power port. It was reported that the prior to the procedure, the 0.018-inch guidewire was frayed. There was no patient contact.